Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged power supply was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the power supply was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.